Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated. End of life (eol) was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.